Event description:
Provided info states the surgeon was dissatisfied with the positioning of the screw during implantation. During removal of the screw to reposition, it was noticed the threaded tip had broken off inside patient. Surgeon removed as much of the tip as possible from the pt, and the procedure was completed using another screw.

Manufacturer narrative:
(See scanned page).